Manufacturer narrative:
Other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient's patient programmer wasn't working. When the patient tried to use it, it wasn't responding so he placed it over the implant site and the stimulation ramped up in intensity all of a sudden, and the patient was feeling stimulation in the stomach. The patient tried 3 different sets of (B)(6) batteries but that did not help so a relatives programmer was used to adjust stimulation to a comfortable level. A 006 error code was reported, and replacement batteries did not resolve the issue. It was noted that the patient was afraid to use their patient programmer now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.